Manufacturer narrative:
Approximate age of device - 1 years, 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found unresponsive with the lvad disconnected from power and the pump off. The device was reconnected by emergency medical services in the field prior to the patient being transferred to the hospital. The vad team was concerned for cerebrovascular accident (cva) and pump thrombus. The vad coordinator confirmed on 08aug2018 that the team had ruled out for evidence of acute intracranial abnormality. Computed tomography showed stable encephalomalacia changes left frontal region and right parietal region. Although the patient has no recollection of events leading up to being found in altered mental status with pump off, the patient stated habitually sleeping not tethered to the power module as the unit is not near the bed or bathroom. The patient acknowledged that power could have been lost while sleeping on battery. The patient has a long history of non-compliance, opioid dependence and depression and a psychiatric consult was initiated. Echo on admission had increased velocity at inflow of 4l/sec, but at this point thrombus was not suspected based on flat lactate dehydrogenase, stable lvad parameters, and patient asymptomatic. Currently patient has supratherapeutic inr with coumadin on hold. Per psych consult, the patient is not exhibiting signs of suicidal ideation, and is refusing treatment for depression preferring to be treated in outpatient setting. The patient was deemed safe for discharge from psych input and the patient's mother. The vad team to contact the visiting nurse to assess arrangement of the power module in the patient's home to have it in range of bed and bathroom if possible. Pain service was also consulted to evaluate the patient¿s chronic pain/opioid dependence. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop and system controller clock reset was confirmed based on the submitted log file. The log file, dated (B)(6) 2017, contained approximately 2 days of data, spanning from (B)(6) 2018 14:03 to (B)(6) 2018 09:04, which captured normal pump parameters until (B)(6) 2017 09:59, when no external power alarms were captured and the emergency back-up battery was engaged. Power was restored approximately 1 minute later. The pump continued to operate as intended until (B)(6) 2018 00:30, when more no external power alarms were captured and the emergency back-up battery was engaged. The emergency back-up battery eventually depleted and the pump stopped. This pump stoppage event caused the system controller's clock to reset. Power was restored to the pump, the system clock was adjusted, and it operated as intended for the remainder of the log file. The events captured in the log file are consistent with the depletion of the patient's batteries, causing the pump to stop, and the system controller to reset. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.